Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) pairing failure and intermittent communication while using the ilet system, which led to dosing warnings and sensor calibration not being used; support walked the user through pairing and reconnection was later confirmed. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with the antenna identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-related electrical and magnetic factors affecting interoperability.